Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the completion of the product investigation. The following sections of this report have been updated: corrected h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, updated h10 related report numbers, and additional information added to h11. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the vessel passage of the devices. The IFU contraindicates patients with vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the vessel internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally or jugularly. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have vessels that are not amenable to the trans-femoral or jugular approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 14f sheath is 5.5mm and for and 16f sheath is 6.0 mm. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although an investigation was performed, the root cause of this event was unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Through review of medical article "mid-term outcomes of percutaneous pulmonary valve replacement with edwards-sapien bioprosthesis in native right ventricular outflow tract", by corresponding author dr. Yassin belahnech, the following event was identified as pertaining to an edwards device: one patient with a 20, 23, 26, or 29 mm sapien xt or sapien 3 valve implanted in the pulmonic position via the femoral or jugular vein had a vascular complication requiring vascular surgery as a periprocedural complication.

Manufacturer narrative:
The date of the event is unknown; however, according to the article the study period was from may 2016 and october 2022. Therefore, may 1, 2016, was used as the occurrence date. In this case, the exact sheath model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards transfemoral sheath. The possible PMA numbers associated with an edwards transfemoral sheath: k093877-retroflex 3tm introducer sheath set; k200258-edwards expandable introducer sheath set and k200258-edwards esheath+ introducer set. Investigation is ongoing. Literature reference: belahnech, y., marti-aguasca, g., dos-subira, l., betrian-blasco, p., garcia del blanco, b., calvo-barcelo, m., ... & ferreira-gonzalez, I. (2025). Mid-term outcomes of percutaneous pulmonary valve replacement with edwards-sapien bioprosthesis in native right ventricular outflow tract. Scientific reports, 15(1), 3977.